Event description:
During an implant attempt of the subject lead, the physician perforated the lead adjacent to the is-1 connector (5cm from the connector). Reportedly, the physician created an excessive j-bending of the associated easyturn stylet, which contributed to the problem. Another lead was subsequently implanted.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.